Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, he noticed an irregular fibrotic membrane growing over the front of the iol's for both eyes. In a follow-up, the surgeon reported that he removed the membrane with a yag laser procedure. Posterior capsule opacification (pco) was also noted. The report is for the left eye. The report for the right eye has been previously submitted in separate report.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. On the initial report, only one eye (od) was reported for this consumer. During follow-up through a questionaire, it was determined that the "fibrotic membrane" was also observed on the left eye. This report is for the left eye. The right eye had previously been reported in MFR report #1119421-2009-000563. A completed questionaire was received on 06/15/2009.